Event description:
It was reported that the customer had a sever reaction to the overtape, doctor recommended to insert the sensor in the arm. Customer asked what was recommended. Customer was advised to always fallow doctor recommendations, and also explained the sensor is only approved on the abdomen. Customer's mother did not know the customer's current blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.